Event description:
It was reported that at implant, blood ingress was found on the connector and damage of the grommet was confirmed. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; grommet damage was noted.